Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 62 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. During insertion of the device, the patient's ventricle was perforated. The pump was removed, the perforation was patched, and support continued after re-inserting the original pump. It was noted that the patient's tissue was severely damaged from his pre-existing myocardial infarction.